Event description:
The patient contacted animas on (B)(6) 2013 by leaving a message alleging that the pump was not delivering the basal dose every hour. No further information was provided. Animas customer technical support (acts) made several attempts by telephone and by letter to contact the patient to follow up on the complaint. The patient did not respond to acts's attempts to follow up on the complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient alleged the pump was not delivering the basal dose every hour as desired.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.